Event description:
Ous MDR - until (B)(6) 2018, home monitoring showed ICD battery was 66%. However, sudden reduction in battery was reported (B)(6) 2018. The device remains implanted.

Manufacturer narrative:
(B)(6) 2018 - this ICD was explanted on (B)(6) 2018. Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2018. The device was implanted for almost 53 months. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an elevated internal electrical resistance localized on the array of cathodes was identified, which led to a voltage drop and therefore to the clinical observation. In conclusion, the device was implanted for almost (B)(6). The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an elevated internal resistance within the battery as the root cause of the clinical observation.